Event description:
During a femur cyst removal with bone void fill on (B)(6) 2013, the norian drillable bone void filler did not mix properly and could not be used. The premeasured pouch of product and the premeasured syringe of mixing solution were placed in the mixer unit for the correct amount of mixing revolutions according to the product instructions. When mixed, the product would not flow into the injecting syringe. A new pouch kit was then opened, mixed and used to fill the void successfully. The procedure was completed with no further problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history review for this lot has been requested. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot n004678, 155 parts, revealed the norian drillable, inject 10cc ¿ sterile was manufactured by (B)(4). The parts were not inspected and there is no certificate of conformance in the DHR. (B)(4) parts were released to the warehouse on 1/11/2013. No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number 07.704.010s lot number n004678 was manufactured by (B)(4). The parts passed incoming inspection at synthes at the time of manufacture. The supplier conducted a device history record review and determined that there were no deviations related to the complaint failure mode and that no complaints for the failure mode had been reported to them for lot number n004678.

Manufacturer narrative:
Device is used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
The product development evaluation concluded that the norian drillable is a self-setting calcium phosphate cement that undergoes a chemical reaction once the mixing is initiated, with the final reaction taking place in vivo. The product is designed to set or harden in a pre-determined amount of time, so when using norian drillable, it is important to keep track of the timing of each surgical step. The complaint could not be replicated during this evaluation as the product had already been mixed. As described, once the reaction is initiated, it cannot be stopped and the product will continue to convert to its stable state. Based on the received product and evaluation, there are no design related factors that may have caused this failure.